Event description:
Ambulance medlock causing discomfort and patient requested it be removed. Medlock removed but majority of catheter did not come out, tiny stub on the pink hub only. Ultrasound showed a 5 mm catheter fragment in the distal cephalic vein. Vascular consult obtained. Patient taken to operating room for removal.